Event description:
The customer reported that he continuous occlusion issues while using the sys without sys message display. The event occurred during five surgeries with the same sys but with five different cassettes, five different handpieces and five different new sterilization pieces. The five cassettes passed the priming tests without any problem. The pt impact is unk. Additional info has been requested but not received to date.

Manufacturer narrative:
A service visit was performed and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested but not received to date. (B)(4).